Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-00742 and manufacturer report #3005099803-2014-00743 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon to stop bleeding after a polyps resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the catheter to deploy. The physician rocked the clip back and forth and so it released from the catheter. The clip fell off from tissue after separating from its catheter. The second clip also grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The physician removed the device by pulling it off from the tissue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. No other issues were noted to the device. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-00742 and manufacturer report #3005099803-2014-00743 for the associated device information. It was reported to boston scientific corporation that two resolution clip devices were used in the colon to stop bleeding after a polyps resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip was able to grasp and lock onto tissue; however, the clip was difficult to release from the catheter to deploy. The physician rocked the clip back and forth and so it released from the catheter. The clip fell off from tissue after separating from its catheter. The second clip also grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The physician removed the device by pulling it off from the tissue. The procedure was completed with a different device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.